Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm showed normal values of 120 mg/dl. The patient ate and drank, and a few seconds later the patient experienced a loss of consciousness for about 2 hours. The patient¿s friend assisted the patient; however, no treatment information was specified. The patient stated the cgm did not show any value. The patient performed a finger-stick and the bg values was low; no value was provided. At an unspecified time, the bg was 80 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.